Manufacturer narrative:
The investigation has determined that lower than expected troponin I results were obtained from non-vitros (biorad) quality control (qc) fluids and two different patient samples tested when using vitros immunodiagnostic products tropi es lot 3910, pack ID (B)(4) was on a vitros 5600 integrated system. The event was isolated to a single vitros tropi es lot 3910 reagent pack, pack ID (B)(4). It is suspected an issue with the reagent pack was the cause of the lower than expected vitros tropi es results. However, the cause of the issue with pack (B)(4) was not determined. Historical vitros tropi es lot 3910 qc results from alternative packs were within acceptable guidelines and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3910. The customer did not have issues with vitros tropi es results from alternative reagent packs prior to or following the event. Since the event was isolated to vitros tropi es lot 3910 reagent pack, pack ID (B)(4), an instrument issue did not likely contribute to the event. However, since no diagnostic precision testing was conducted on the instrument an instrument related issue cannot be completely ruled out. Email address for contact office is (B)(4)

Event description:
The customer reported lower than expected troponin I results obtained from non-vitros (biorad) quality control (qc) fluids and two different patient samples tested when using vitros immunodiagnostic products tropi es lot 3910, pack ID 4267 on a vitros 5600 integrated system. Biorad, lot 23691 results of < 0.012 and < 0.012 ng/ml versus the expected result (baseline mean) of 0.100 ng/ml. Biorad, lot 23692 results of < 0.012, 0.0122, 0.0122, 0.0125 and < 0.012 ng/ml versus the expected result (baseline mean) of 2.020 ng/ml. Biorad, lot 23693 results of < 0012 and 0.013 ng/ml versus the expected result (baseline mean) of 14.170 ng/ml. Patient 1 result of < 0.012 ng/ml versus the expected result of 1.27 ng/ml. Patient 4 result of < 0.012 ng/ml versus the expected result of 0.502 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tropi es patient sample results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported results and corrected reports were later released for the patients. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).